Manufacturer narrative:
The device was received for evaluation. During functional testing, reported issue 'improper shut down' and 'freezes on closed door when tube us loaded' was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation experience this upon powering on the device. Due to the failed upper latch switch, the device will not shut off unless being improperly shutdown (removing power cord and/or wireless battery) while the device is still powered on and also the device will show "powering off, close door' and will stay on the screen until it senses the door being shut . The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input and freezes on closed door when tube us loaded during an unspecified process step in the pharmacy. There was no patient involvement. No additional information is available.